Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) related to this complaint. Failure analysis investigation was able to replicate the reported failure while performing a sensor test. Visual inspection found axis cables were frayed and levers move beyond normal limits.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the system displayed a non-recoverable error pointing to the master tool manipulator (mtm). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting assistance but the issue persisted and the customer was unable to recover. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and received the following additional information: the error occurred an hour into the procedure. There was a delay of about 2 hours and the patient was administered additional anesthesia. The patient tolerated the laparoscopic procedure well. A field service engineer (fse) was dispatched to the facility and was able to confirm the reported failure. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use.